Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and calcified proximal first diagonal branch. After pre-dilatation, a 3.00 x 16 synergy¿ drug-eluting stent was advanced but was only able to partially cross the lesion. The device was removed and it was noted that the distal portion of the stent was caught on some calcium and the front part of the stent was pulled from the delivery balloon. The stent was all still intact and attached to the delivery balloon. The lesion was dilated again with a non-compliant balloon and the procedure was completed with a different 3.00 x 16 stent. No patient complications were reported and the patient's status was stable.